Event description:
During the device evaluation flooding of the main body, cracked connector, and pixel defect were observed on the subject device. There was no patient involvement on this reported event.

Manufacturer narrative:
The device evaluation as noted in section b5, the subject device was found with flooding of the main body, connector was cracked and pixel defect. A definitive root cause of the phenomenon cannot be identified. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. . The instructions for use (IFU), it states: endoscope image disappearance and freezing (warning). ¿do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.